Event description:
Open reduction internal fixation of left fifth metatarsal with cannulated screw fixation. Cannulated screw (4.5 x 54mm) advanced into proximal end, left fifth metatarsal. Approx 2 mm of the tip of the screw fractured in the bone and remained there. The broken screw was removed and a new 4.5 x 54 mm cannulated screw was advanced.